Event description:
It was reported that this right ventricular (rv) lead was explanted due to tricuspid regurgitation and noise with no oversensing observed. No new lead was implanted. No additional adverse patient effects were reported.